Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an acusticus neuroma surgical procedure, it was observed that the motor and attachment device ¿got warm¿ and ¿would not rotate the burr¿. According to the report, ¿water/ oil sprayed out¿ of the motor device. It was stated that ¿when the water/oil sprayed out, a very little amount sprayed into the patient's wound¿. The surgical procedure was stopped immediately and the wound was irrigated. The patient was given an unknown antibiotic. There was a fifteen minute delay to the surgical procedure to change power tools. A spare device was available for use. The surgical procedure was completed successfully with the spare device and there was no further injury to the patient. It was reported that the patient was in good condition. No radiology or lab reports are available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.